Manufacturer narrative:
PMA/510(k) #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When (B)(6) tried to puncture with needle, the front part of the needle was bent. So he used another 19g needle to finish the case. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No 1.1.1 if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? 1.1.2 please describe the location in the body for the intended target site (pancreas, stomach, etc). Stomach to pancreas, pseudocyst a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 1.1.3 please describe the size of the intended target site. About 4cm 1.1.4 if not with the device in question, how was the procedure performed and/or finished? He used another 19g needle 1.1.5 was the device used in a tortuous position? No 1.1.6 are images of the device or procedure available? No 1.1.7 was it damaged in packaging before removal? No 1.1.8 was it damaged on removal from packaging? No 1.1.9 was force required to remove the device? For complaints occurring during use (once in contact with endoscope) also ask: 1.1.10 what is the endoscope manufacturer and model number that was used? Olympus gf-uct260 1.1.11 was the scope recently serviced / repaired? No 1.1.12 was force required on insertion of device into scope? No 1.1.13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When dr.moon punctured 1.1.14. What is the endoscope manufacturer and model number that was used with this device? Olympus gf-uct260 1.1.15. Was difficulty experienced while retracting the needle? No 1.1.16. Was the needle able to be fully retracted before removing from the patient? 1.1.17. Was gaining access to the targeted site difficult? No 1.1.18. Was the endoscope in a flexed or twisted position at any time during the procedure? No 1.1.19. Was needle penetration of the targeted site difficult? No 1.1.20. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes 1.1.21. Was the stylet partially removed prior to advancement of needle? No 1.1.22. How many biopsies/passes were obtained with use of this needle? 0 1.1.23. Did any section of the device detach inside the patient? No

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the echo-19 devices of unknown lot number was not returned for evaluation. Note there were 2 devices used in this procedure the one with the complaint issue and the other used to complete the procedure. As this is an off-label file these two devices must be included in the confirmed devices qty. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as the user utilised the device for drainage which would be considered off label use as per ifu0101 "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could be attributed to off-label use as the user utilised the devices for drainage which would be considered off label use as per ifu0101 "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Off label use complaints are considered to be unforeseen misuse. It is unknown how the devices will function outside of its intended use. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-sep-2023.